Event description:
On 04/14/2010, abbott point of care was contacted by a customer who reported the pt died on (B) (6) 2010 from chronic lymphocytic leukemia (cll). On the (B) (6) 2010, the customer reported the I-stat chem8+ cartridge yielded a potassium result 3.2 mmol/l. Same sample tested using a lab instrument yielded an potassium result of 6.7 mmol/l, customer stated the lab sample was slightly hemolyzed. White blood cell count of the pt was 300 000. The customer stated, results did not necessitate medical or surgical intervention. Additional info requested from the customer regarding the death of the pt and treatment, info not provided at this time.